Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. In addition, the customer reported a low blood glucose (bg) level of 37 mg/dl; cause was unknown. The customer consumed carbohydrates to address bg.